Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "350 ml of fluid removed," "swelling," "ongoing pain," "skin issues", "itchiness all over back and right breast", "costochondritis", "nil masses, discoloration, and discharge", "breast swollen, non-tender, nil erythema¿ with right side device. Patient also reported "viral illness", "dry cough", "diarrhea", "subjective chills¿, and myalgias which are not device-related. Device remains implanted. Patient treated with naproxen 500 mg and panadol as needed for pain.